Event description:
A call to technical services was made on (B)(6) 2013 stating that this lead was experiencing an increase in noise. Dr. (B)(6) wants to place a new system on the left but wants to do a venogram first. If the venogram shows a patent vessel, he will deactivate the existing implantable cardioverter defibrillator and place the new system. This lead was implanted on (B)(6) 1995 and is still in active use. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).